Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 8220325, ubd: , UDI#: correction on the device return status in the initial report. H3: product analysis for mainframe is all functions are normal. The software version is up to date. There was no fault found on the device. The mainframe has been successfully tested according to manufacturing specifications. Product analysis for patient interface is in completely functional. The clamps turn too loose and the wave spring washers need to be replaced. The fuse label is illegible and needs to be replaced. The patient interface has been successfully tested according to manufacturing specifications. Fdr: 4114 and fdc 67 codes no longer apply. The new FDA codes apply: fdr: 180 and fdc: 4307 product analysis for muting detector probe was received in good condition. The muting detector probe has been successfully tested ac cording to manufacturing specifications. Fdm 4114 and fdr 3221 codes no longer apply. The new FDA codes apply: fdd: c133520, fdr 213 and fdc 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8 253200, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the mainframe was not locking the nerve and the interface was working intermittently during maintenance. There was no patient involvement.